Event description:
It was reported that high lead impedance was observed upon checking the patient's device. The device was programmed off as a result. The patient had recently had generator replacement on (B)(6) 2015. The patient was referred for lead replacement surgery. The patient had surgery for the high impedance on (B)(6) 2015, and it was reported that the lead was found to be okay after being checked by the surgeon. Impedance was measured at 2825 ohms. As a result, the lead was not replaced. Attempts for additional, relevant information have been unsuccessful to date.

Event description:
It was reported that the company representative programmed the device back on on after the burr hole surgery on (B)(6) 2015 and did not observe any issue with the device. The patient had generator replacement on (B)(6) 2015 as captured in mfg report # 1644487-2015-06220. The lead was not replaced. Lead impedance was okay pre-operatively and post-operatively. The generator will not be returned for analysis per hospital policy. Additional programming and diagnostic data was assessed. It was observed that high impedance >10,000 ohms was detected initially on (B)(6) 2015, but then later on that day about an hour later, the lead impedance was within normal limits. No additional relevant information has been received to date.

Event description:
Operatives notes from the (B)(6) 2015 surgery reported that the cause of the high impedance was determined to be incomplete pin insertion into the generator header. The pin was reinserted and the high impedance was resolved.

Event description:
It was reported that lead impedance was within normal limits on the date of generator implant on (B)(6) 2015. The patient had scheduled surgery for the high impedance on (B)(6) 2015, and it was reported that the lead was found to be okay after being checked by the surgeon pre-operatively. Impedance was measured at 2825 ohms. As a result, the lead was not replaced and surgery reportedly did not occur. Review of the programming data revealed that the high impedance first occurred on (B)(6) 2015 to an impedance value greater than 10,000 ohms. The patient's generator battery was later showing 25% battery status, which is captured and reported in MFR report #: 1644487-2015-06220. No relevant information have been unsuccessful to date.

Event description:
Additional programming/diagnostic data was reviewed for the patient's device. There was an interrogation and system diagnostic test performed on (B)(6) 2015. Lead impedance was within normal limits (1932 ohms and 2008 ohms). A >25% change in impedance had occurred on (B)(6) 2015 with impedance from 1841 ohms to 2386 ohms. Review of decoder data available shows that the high impedance resolved on (B)(6) 2015; however, it is unknown how this happened. Additional information has been requested to determine the resolution. No additional relevant information has been received to date.